Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/20/2016 with the following findings: the dual alarm failure complaint could not be duplicated with investigation. The vibratory alarm was functional appropriately. The audio alarm was non-functional. Evaluation revealed a cracked solder joint for the piezo-audio component. Replacement of the solder joint with a test pump-cover returned audio alarm function to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.